Event description:
An electronic toothbrush fractured complainant's tooth then a month later, her husband's tooth was also fractured after using the same device. She suspected toothbrush after her husband's tooth fractured. MFR was contacted and product returned on 1/4/99. MFR promised reimbursement, claiming product intended only for healthy teeth. Her "tooth in good condition", visited dentist in spring '98. The product has warning "to avoid possible damage or injury to teeth be sure that only bristle of brush head touches your teeth and gums." Complainant indicates the head of toothbrush is way too large, and as such, she finds it difficult to prevent injury. The complainant is a geriatric nurse and she would like to see a warning for elderly people who do not have control of hand reflexes or who may have bad coordination.

Event description:
An electronic toothbrush fractured complainant's tooth then a month later, her husband's tooth was also fractured after using the same device. She suspected toothbrush after her husband's tooth fractured. MFR was contacted and product returned on 1/4/99. MFR promised reimbursement, claiming product intended only for healthy teeth. Her "tooth in good condition", visited dentist in spring '98. The product has a warning "to avoid possible damage or injury to teeth be sure that only bristle or brush head touches your teeth and gums". Complainant indicates the head of toothbrush is way too large, and as such, she finds it difficult to prevent injury. The complainant is a geriatric nurse and she would like to see a warning for elderly people who do not have control of hand reflexes or who may have bad coordination.